Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9733936, lot/serial #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an accuracy error. There was an error that stated "the system lost calibration". No patient was present at the time of the event. Additional information was received stating that the health care professional stated that the system lost about 1-2 cm of accuracy. They were touching somewhere but the images were focused to other points. The manufacturer representative went to the site to check the problem. They have tested the registration with the resin head and everything seemed to be working fine.